Event description:
It was reported that a small volume infusor ¿bladder¿ rupture during filling. It is unknown what solution the device was filled with. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The lot 14m003 was manufactured november 3, 2014 to november 4, 2014. The device was received for evaluation. Visual inspection and microscopic inspection were performed on the device. Visual inspection on the device (via the naked eye) noted a ruptured reservoir. During microscopic inspection it was identified that the rupture was observed near the reservoir of the rupture line. The reported conditioned was confirmed through visual inspection. The direct cause of the rupture could not be determined with the provided information. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.